Event description:
It was reported that a physician noted that a pt implanted with a gore helex septal occluder developed a left-sided thrombus. The pt was treated medically with xorelto.

Manufacturer narrative:
A lot number was not provided; therefore, a review of the device history records cannot be performed. The device remains implanted; therefore, an engineering analysis cannot be performed. Case images were not provided; therefore, an imaging eval cannot be performed.